Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 315mcg/day) via an implanted pump. Indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was having their catheter replaced on (B)(6) 2016 due to increased spasticity. The healthcare provider (hcp) gave the patient a series of three therapeutic boluses, with no response. The hcp was thinking that the patient may have a "micro tear" in the catheter. There had been no alarms and volume discrepancies at refill. The physician wanted to program a bolus after the catheter was disconnected from the pump to check and see if there was drug coming (dripping) from the catheter. A 0.5ml bolus was discussed. (The cause of the increase in spasticity and the outcome of the bolus to see if there was a leak were not reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis of the catheter identified a cored indent in the cup of the sutureless connector. During pressure testing, leaking was seen at the sutureless connector. Result / conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Updated to reflect the information received on 2020-jan-14. Updated to reflect the facility associated with the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (b))4) 2020. It was reported that, 4 years prior to the date of the report, the patient experienced shaking for two and a half months. The patient's pump and catheter were bother replaced at that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.